Event description:
It was reported that the patients ipg was nonfunctional despite the reprogramming done. The patient underwent a revision procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.